Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 430mg/dl. The customer experienced high blood pressure and vomiting. The nurse stated that the customer had anemia. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the nurse to run a manual prime test and the insulin did exit. The nurse mentioned that the customer had one bent cannula previously. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.